Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and the issue was resolved. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).